Event description:
The recipient suffered from an infectious process with otorrhea. Oral and topical medication was provided to solve the otorrhea, however, without success. The onset of the infection could not be confirmed, as the recipient was evaluated by an otologist, where an infectious condition was verified. Furthermore, it was reported that the recipient presented a cholesteatoma that ended up eroding the posterior wall and exposed the electrode. The recipient has been explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection and otorrhea which could not be resolved with medication. Further the recipient suffered from a cholesteatoma, which led to an exposure of the electrode. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an infection and otorrhea which could not be resolved with medication. Further the recipient suffered from a cholesteatoma, which led to an exposure of the electrode. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. However, the presence of the device might have contributed to its subsequent development. The explanted device has not been received for investigation yet.

Event description:
The recipient suffered from an infectious process with otorrhea. Oral and topical medication was provided to solve the otorrhea, however, without success. The onset of the infection could not be confirmed, as the recipient was evaluated by an otologist, where an infectious condition was verified. Furthermore, it was reported that the recipient presented a cholesteatoma that ended up eroding the posterior wall and exposed the electrode. The recipient has been explanted.

Event description:
The recipient suffered from an infectious process with otorrhea. Oral and topical medication was provided to solve the otorrhea, however, without success. Furthermore, it was reported that the recipient presented a cholesteatoma that ended up eroding the posterior wall of the labyrinth and exposed the electrode. The recipient has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.